Event description:
Literature was reviewed regarding outcomes of transcatheter aortic valve replacement (tavr) in patients diagnosed with aortic stenosis and active cancer. Medtronic corevalve/evolut r (n = 318) and non-medtronic sapien xt/sapien s3 (n = 2,018) valve types were used in the study population of 2,336 patients. The authors stated that the three-year survival rate after tavr was significantly lower in patients with active cancer (64.7%) than in those without active cancer (74.7%). There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following post-tavr outcomes were also listed inthe article: vascular complications (major or minor), bleeding (life-threatening or major), paravalvular leak (moderate to severe), myocardial infarction, ischemic stroke, new onset atrial fibrillation, new pacemaker implantation, acute kidney injury (stage 3), and new requirement for dialysis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: noguchi m, tabata m, ito j, et al. Midterm outcomes of transcatheter aortic valve replacement in patients with active cancer. Open heart. 2024;11(1):e002573. Published 2024 feb 27. Doi:10.1136/openhrt-2023-002573 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) and evolut r (product code npt, PMA# p130021). Earliest a pproved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.